Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation in used condition. Functional testing was able to duplicate the issue. It was determined that the intermittent motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.